Manufacturer narrative:
Initial reporter phone #: (B)(6). Eua #: (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0168215. Medical device expiration date: 2020-12-06. Device manufacture date: 2020-06-16. Medical device lot #: 0164161. Medical device expiration date: 2020-11-30. Device manufacture date: 2020-06-12.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. A confirmatory test was performed using a different test method and the result was negative. Erroneous results were not reported out and there was no report of patient impact. Eua #: (B)(4).

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0168215. D.4. Medical device expiration date: 12/6/2020. H.4. Device manufacture date: 6/16/2020. H.6. Investigation: the complaint investigation for false positive results and reader saturation error code with the bd sars-cov-2 reagents for bd max¿ system (ref. (B)(4)) lot 0168215 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd max sars cov-2 indicated that the qc results met the specification for release and use. Customer reported false positive results with the bd sars-cov-2 reagents for bd max¿, which gave negative results when tested with reference method (abacus genomera). Customer provided one run (run#1618) for analysis. The run contained two positive n2 samples, in lane b9 and b11. Analysis of curves show that both samples look like real but low amplifications. Moreover, there is amplification in the n1 target for both samples, slightly under the assay threshold to be called as a n1 positive result. The presence of both amplifications (n1 and n2) without anomaly or glitches suggest true positive results at the limit of detection. Complaint verification showed no complaint trend on bd sars-cov-2 reagents for bd maxtm system lot 0168215 for false positive results. The root cause for the false positive result was not identified. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel. A confirmatory test was performed using a different test method and the result was negative. Erroneous results were not reported out and there was no report of patient impact. Eua #:(B)(4).